Manufacturer narrative:
The investigation showed that on the back of the inner knife is some glue. This is exactly the place where the o-ring must seal the inner knife and the cap. Assuming worst case during surgery, air bubbles observed at the probe. This may cause injury to the patient. Hence it is reportable. The risk is possible injury by microbial, viral or prion infection (patient harm) this reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer ((B)(4)). Details of this activity were discussed with (B)(6) during a tele-conference on (B)(6) 2017. All available information has been provided. This complaint has now been closed.

Event description:
(B)(6) has reported the following: the membrane of the cutter of the kit are defect so that air is entering the eye and bubbles are caused. All information has been disclosed.